Event description:
It was reported that upon impacting the tibia punch in a primary surgery, the tibia cracked. The surgeon stabilized the tibia with a bone screw then proceeded to cement the tray.

Manufacturer narrative:
An event regarding an intraoperative tibial fracture upon impacting the punch involving a triathlon size 4-6 keel punch was reported. The event was not confirmed. Conclusions: the root cause could not be determined because the devices were not returned for evaluation and no medical information was provided. It is noted that the reported keel punch is a cemented punch, but it was being used to implant a cementless baseplate.

Event description:
It was reported that upon impacting the tibia punch in a primary surgery the tibia cracked. The surgeon stabilized the tibia with a bone screw then proceeded to cement the tray.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibia punch. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.